Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No moisture damage was found on the electronics, motor, vibrator or battery tube assembly. The insulin pump had a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was exposed to water and now none of the buttons on the insulin pump are working. Customer's blood glucose level at the time 183mg/dl. Advised insulin pump would be replaced. No additional information is provided.